Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. According to the account, the low flow events were caused by a pulmonary embolism. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number:(B)(6), and the reported pulmonary embolism and patient outcome could not be conclusively determined through this investigation. The submitted controller periodic log file captured normal pump operation until on (B)(6) 2021 when a sudden decrease in flow was observed. The controller event log file captured a continuous low flow hazard alarm on (B)(6) 2021, due to the estimated flow remaining below the low flow hazard alarm threshold of 2.5 liters per minute (lpm). The system appeared to operate as intended at the set speed for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists peripheral thromboembolic event and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to pulmonary embolism. The patient had a cvp of 36mmhg prior to the implant. The patient was supported with an rvad with ECMO added to support desaturations. In spite of ecls, the patient developed desaturations, low pressures, and declared deceased due to pulmonary emoblism. No additional information was provided.